Event description:
It was reported the patient had developed a rash at the time of report. The patient noted they had a nickel allergy and that the rash had developed ¿just recently¿ prior to report. It was noted the patient experienced redness due to the rash and experienced the rash on their body. Though the onset was ¿unknown¿ the patient¿s dermatologist reported it was ¿due to allergy¿ and ¿thought it could be device related¿ though their primary physician ¿did not believe this was correct.¿ the patient¿s lead and implantable neurostimulator (ins) were explanted 18 days after initial report as a result of the event at the request of the patient and their dermatologist. The patient was reportedly alive with no injury following the explant. It was noted the ins had undergone ¿normal battery depletion¿ at the time of explant. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. Analysis of the lead (s/n (B)(4)) found no significant anomaly. The lead body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.